Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump and keypad anomaly. Customer's blood glucose level was 202 mg/dl. Customer advised the insulin pump had cracks next to the display screen. Customer advised they replaced the battery and the buttons are unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised all of the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received no button response due to lcd unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.